Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged ablation tonsillectomy, permanent ear tubes, mastoidectomy, otorrhea, bilateral endoscopic transcanal cartilage tympanoplasty, and had multiple sinus infections and the reconstruction of my right eardrum. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged ablation tonsillectomy, permanent ear tubes, mastoidectomy, otorrhea, bilateral endoscopic transcanal cartilage tympanoplasty, and had multiple sinus infections and the reconstruction of my right eardrum. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed a dust-like contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, inside the inlet of the blower box, on the blower box cap, on the blower, blower seal, and blower box. These errors were not reproduced with continued usage and do not impact this investigation. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacture confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). The manufacture was not able to confirm the complaint, or address the symptoms specified. In this report in box g: date received by mfg, in box h: eval method code, eval result code, conclusion code has been updated.